Manufacturer narrative:
Block d2b: product code: additional product code qon block d10: model number/catalog number: 1201 serial number: (B)(6). Batch/lot number: al10020737 model/catalog description: tined lead unique identifier (UDI) #: (B)(4). Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006.

Event description:
It was reported the patient with this neurostimulator (ins) experienced burning sensation and leg spasms. The patient met with the physician for a post-operative appointment and reported their concerns. The physician ordered an x-ray, and the patient was instructed to turn off their device for a few days. Additionally, per the physician and x-ray results, there is no evidence of the lead moving, the device looks intact. The patient was given time to see if the ins encapsulates and see if the symptoms resolve on their own. Later, the patient had surgery to explant their ins and tined lead. The patient is doing well post-explant, with no complications.